Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Instrument was broken; the black protective cap has become disassembled and the scale plate has also become disassembled.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the returned device confirmed that the black protective cap is missing as well as the base plate has disassembled. Further visual examination noted that the metal portion of the device exhibits a tarnished appearance. A complaint database search found previous investigations for the base plate disassembly however no conclusions were made in determining a root cause. Based on the provided information, a root cause cannot be determined for the base plate disassembly without the screws to examine. (B)(4) was previously implemented for black protective cap issue. The current complaint sample product was manufactured prior to the implementation of (B)(4). (B)(4) has been initiated to identify root cause and corrective action. The root cause of the missing end cap is attributed to product design. No further corrective action was indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Update - february 24, 2016 upon evaluation it was found that the device has discoloration on the metal portion.